Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because, it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing solution in the reservoir. The reported condition of an underinfusion was not confirmed. Visual examination of the sample showed no signs of physical abnormality. Flow was readily observed at the luer. The solution in the bladder was allowed to drain until emptied. An accuracy flow test was performed on the sample for 43.5 hours. At the end of the flow test period, the unit produced the following flow rates: calculated flow rate = 4.78 ml/hr, normalized flow rate = 4.90 ml/hr. Specification range = 4.50 - 5.50 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Baxter (B)(4) received a report that a 5 milliliters/hour (ml/hr) large volume infusor underinfused during patient use. A volume of 106 ml was infused over the course of 50 hours. This implies a 2.1 ml/hr flowrate, which is 42% of the expected flowrate. The device was filled with 106-ml solution of 5-fluorouracil and decadron. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.